Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Product release date: (B)(4) 2015. Product expiry date: (B)(4) 2020.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hysteroscopy on (B)(6) 2018. During the procedure, the strap broke in the middle of the procedure. A similar product was used during the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It is possible that there is a defect within the tip wire used to produce the active tip that could lead to a surface embrittlement failure. It should be noted that there is no sign of mechanical force or stress in the area of the tip failure. The remainder of the device was in good condition. The probable causes of the brittle fracture failure was the activation of the electrode in the beak of the sheath during use.